Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. No blood was observed on the device. The loading device was not returned. The blue slide lock on the delivery device was engaged and the plunger was not depressed. The tether and tension spring were loaded in the delivery tube with the seal extended outside the tube. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to deloy was not confirmed, but confirmed for falure to load. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.